Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported an "extracapsular rupture" and stated that "silicone has leaked into their lymph node". Patient also reported an exchange from a textured to a smooth implant. Later healthcare professional confirmed the rupture and reported "axillary lymphadenopathy". This record is for the left side. The device remains implanted.